Event description:
It was reported that a momentary power loss to the vibrator motor occurred, indicated by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, reset the pump using provided instructions. After resetting, the malfunction did not recur, and the customer was advised to call back if the issue happened again. The customer understood and acknowledged the guidance, and it was concluded that the pump could continue to be used.